Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported their device was not working, they were only seeing the poor communication screen, and they had a return of symptoms to the level of where they were prior to implant. The patient stated this had been going on for the past 6-7 months. Caller was unable to successfully connect during troubleshooting. They were sent a new patient programmer to resolve the communication issues. They were redirected to their healthcare provider to address the return of symptoms. It was noted they did not have a managing physician at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that the circumstances that led to the device not working were that they weren¿t feeling well. The patient reported the steps taken to resolve the issue were that they adjusted settings, changed batteries, and nothing was working, the issue had not been resolved. The patient reported the new patient programmer didn¿t resolve the communication issues and they were trying to get a doctor¿s appointment. No further complications were reported.